Manufacturer narrative:
(B)(4). Concomitant medical products - zimmer biomet sternalock blu plate catalog # 73-2623 lot#: ni, zimmer biomet sternalock blu screw catalog # 73-2412 lot#: ni. Therapy date: (B)(6) 2017. The customer has indicated that the product will not be returned to zimmer biomet for investigation as they were discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00829 and 0001032347-2017-00831.

Event description:
It was reported a sternalock plate and screws were removed after reentry due to complications not related to the sternalock implants. Upon follow up it was stated the plate and screws were removed during a single procedure meaning the patient was not closed and re-opened. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The products were removed and replaced, therefore the complaint is considered confirmed. Visual inspection and functional testing could not be performed due to the products not being returned. It was reported that the patient "had complications not related to the sternalock" resulting in the need to remove and replace the product. Based on the information provided, there was no alleged malfunction of the implants, and the most likely underlying cause is patient condition. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00829-1 and 0001032347-2017-00831-1.